Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred during basal deliveries and the load sequence. Reportedly, customer was unable to clear the alarm and reverted to manual injections for insulin therapy. The customer's blood glucose level was 140 - 325 mg/dl.